Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated he developed symptoms of hyperglycemia including vomiting, slurred speech, and weakness while at home on (B)(6) 2022, so he called a friend for help. The patient arrived at the patient's home and took a fingerstick measurement which revealed a blood glucose meter value of 400 mg/dl. The patient's dexcom cgm, on the other hand, was displaying 90 mg/dl in comparison. The patient's friend then brought the patient to the hospital where he was admitted for diabetic ketoacidosis and treated with insulin via a catheter. The patient's blood glucose levels were frequently monitored during his stay and he was released from the hospital after seven days. He reported feeling well at the time of contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.